Event description:
Complaint received reporting flow issues/air bubbles with use of two b33098 4" smallbore microclave trifuse ext. Sets. Lot # 2786262. It was reported "after changing drips on (B)(6) there were air bubbles in these trifuses. Multiple attempts to flush fluids/clearing lines was made with bubbles returning... Air accumulated in the ECMO circuit.. No more bubbles after both trifuses replaced." There were no reported adverse pt consequences. Device return: two (2) used b33098 device sets. Although requested the involved mating access devices were not returned. Visual analysis (pre and post decontamination was performed the results recorded no obvious defects, abnormalities, and or component damages. Engineering testing and analysis: the two returned used b33098 sets were pressure leak tested per the applicable product specification. The results recorded no leakages, flow issues, air ingress and or air bubbles were observed to form in the fluid path. The b33098 sets met performance specifications.

Manufacturer narrative:
Add'l evaluations were performed in attempts to replicate the product issue. Air was purposefully introduced into each arm of the returned trifuse sets. The report documented no issues with flushing air out to clear the lines. The engineers report did note that when flushing air from a trifuse set it is most effective to isolate the adjacent lines with a clamp so that air does not flow into the adjacent lines. Mfg lot build review: a review of the mfg lot database for the reported b33098 lot # 2786262 was performed. The results recorded lot # 2786262 (mfg date 12/2013) showed 400 units were mfg tested, inspected and released. There were no exception documents generated during the mfg lot build. Findings: engineering testing and analysis of the two returned b33098 trifuse sets recorded no performance issues and or out of spec conditions. There was no evidence found during the testing and investigation to indicate the returned b33098 trifuse sets were the source or cause of the reported air bubbles. The b33098 device sets met the applicable product specifications. This complaint investigation report findings and relevant photographs were provided to the facility contact for their review and records.